Event description:
It was reported that a sensor urological guidewire was used during a procedure performed on (B)(6) 2018, to treat a patient with calculus of the ureter. During the procedure, the patient's ureter was lacerated. The patient was discharged on the same day.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2018, was chosen as the best estimate based on the admission date. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e2009 captures the reportable event of ureter laceration. Impact code f12 captures the reportable event of serious injury. Impact code f2303 captures the reportable event of medication required.